Manufacturer narrative:
Embolization devices from same lot evaluated. No defect found in evaluated devices.

Manufacturer narrative:
Embolization device was not explanted. Delivery system was returned for evaluation. No device defect found in returned delivery system. Detach slide found in position partway through detach travel. User reported initial partial deployment beyond the maximum distance before retraction recommended in the IFU.

Event description:
The device did not form the expected coil pack when first partially deployed in an estimated 15.8 mm venous aneurysm. The device was partially deployed farther than is recommended before retraction. The physician retracted the device, repositioned, and deployed again. During this second attempt, the device became completely detached, presenting an embolism risk. The physician held the device in place and placed three sutures to immobilize the device. The patient did not suffer any adverse effects.